Manufacturer narrative:
(B)(4). Date sent: 12/23/2021 d4: batch # v95j25. H6: component code: mechanical (g04). Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Upon visual analysis of the returned sample, it was determined the el5ml device was returned with no damage to the external components. In an attempt to replicate the reported incident, the trigger was noted to be slightly hard. During the analysis, the device was cycled and it fed and formed one conforming clip. However, in the second fire, the trigger was jammed. The device was disassembled to evaluate the condition of the internal components and dried body fluids were found inside the shaft that did not allow the clips to advance. Two clips were found inside the clip track. In addition, and evidence of corrosion was found on the welded pushrod, jaw/cam sub-assembly and welded jaw retainer. No conclusion could be reached as to what may have caused the feeding incident. No malformed staples were observed. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following: "caution: do not insert the clip applier through a trocar if a clip is present in the jaws. This may result in clip malformation, dislodged clips, or damage to the instrument. If a clip is present in the jaws, fully squeeze the trigger against the handle, then fully release the trigger to release the clip from the jaws before inserting the device through the trocar." As part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # v95j25. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the device misfired. It was reported the device did not fire clips, it jammed. The device also fired malformed and scissored clips. Finally, the device also dropped/ejected clip so a second device was used and there were no patient consequences.